Event description:
Olympus medical systems corp (omsc) was informed that a procedure, the sheath was kinked. There was no report of patient injury regarding this event.

Manufacturer narrative:
Omsc have not received the subject products for evaluation yet. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.